Event description:
Customer reported three blood leaks on the CT 190g dialyzer. The blood leaks occurred three times in 2001. The reuse numbers were 14, 11, and 24. The blood leaks were visually observed and noted by a blood leak alarm. Positive hemastix results confirmed the blood leaks. New dialyzers and blood lines were set-up and the treatments continued without further incidents. No patient injury or medical intervention was reported by the customer.